Manufacturer narrative:
This is our initial report on this incident.

Event description:
Customer reported a false negative reaction of a sample when tested with biotest cell 3 on tango infinity. The sample is an anti-n. The customer stated that instrument assigned a negative test result to the sample but the sample showed a weak positive reaction when the image of tango infinity was enlarged. The anti-n sample shows an extremely weak cell #2 that does show up clearer upon enlargement. Customer is a new user and seems to have missed visual check of antibody screen. A more careful review or a more seasoned user would have detected the positive screen even without enlarging the image. The customer returned the specimen that had caused a false negative test result for investigational testing but not the supposedly defective product. Testing in our quality control is still ongoing. The affected tango infinity was inspected by one of our field service engineers and was confirmed to operate in specification. The log files did not show any issue relevant abnormalities. .

Manufacturer narrative:
This is our final report on this incident.

Event description:
Customer reported a false negative reaction of a sample when tested with biotestcell 3 on tango infinity. The sample is an anti-n. The customer stated that instrument assigned a negative test result to the sample but the sample showed a weak positive reaction when the image of tango infinity was enlarged. The anti-n sample shows an extremely weak cell #2 that does show up clearer upon enlargement. Customer is a new user and seems to have missed visual check of antibody screen. A more careful review or a more seasoned user would have detected the positive screen even without enlarging the image. The customer returned the specimen that had caused a false negative test result for investigational testing but not the supposedly defective product. The specimen provided by the customer (4 x edta and 1x serum) were labeled # (B)(4). According to the customer's documentation these samples are supposed to contain an anti-n. At the time we received the specimen the supposedly defective product was already expired. Nevertheless the specimen were tested with our quality control laboratory's retention sample of the complaint lot of biotestcell 3 and additionally with their retention sample of the current lot of biotestcell 3 on tango infinity. All n positive reagent red blood cells showed weak positive reactions. We did not observe any false negative reaction. The retention sample of the supposedly defective lot had been tested with different samples and controls, e.g. Anti-n und anti-d, within it's shelf life on tango infinity and reacted as expected. Testing by our quality control laboratory confirmed that the allegedly defective lot of biotestcell 3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of both allegedly defective lots. The affected tango infinity was inspected by one of our field service engineers and was confirmed to operate in specification. The log files did not show any issue relevant abnormalities. .